Manufacturer narrative:
(B)(4). The customer provided a picture of the lid stock and of the complaint sample. The customer returned a separated spring-wire guide (swg) for investigation. The swg was unraveled and 2 pieces of the coil wire were separated from the swg body. Visual examination revealed that the guide wire is unraveled from the distal end and has multiple kinks in the guide wire body. The j-bend was not present. Microscopic examination of the swg confirmed the inner core wire fractured off at the distal end. The distal weld of the swg was not present or returned. The proximal weld was still intact and appeared full and spherical. The core wire measured 434 mm which is not within specification and indicates that at least 15.2 mm of the core wire is missing. The outside diameter of the guide wire was found to be within specification. The manual tug test revealed that the proximal weld is intact. A device history review was performed and no relevant manufacturing findings were identified. The instructions for use (IFU) for this product cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of needle while in a vessel to minimize spring guide wire damage. The reported complaint of that the guide wire unraveled during use was confirmed through visual examination of the returned sample. The returned guide wire was kinked, unraveled and separated from the distal weld. The distal weld and a portion of the core wire were not returned. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.018") are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for a larger size wire (0.025"). The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to the event.

Event description:
The customer alleges when inserting the swg (spring wire guide), resistance was met. The physician tried to remove the swg, but it was stuck. After removing the swg, it was found broken. The device was replaced. No patient injury or complications reported.

Manufacturer narrative:
(B)(4). (B)(6). Preliminary evaluation of the returned device indicates the device unraveled.

Event description:
The customer alleges when inserting the swg (spring wire guide), resistance was met. The physician tried to remove the swg, but it was stuck. After removing the swg, it was found broken. The device was replaced. No patient injury or complications reported.